Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed due to a faulty electrical component, it was found that there were bent pins inside the video connector. Additionally, the device required a software upgrade. The device was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device starts flickering and fluttering when plugged into the box. The reporter stated this occurred during preparation for use so there is no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05433. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to handling. It is speculated that terminal buckling inside the scope-connector socket occurred in the following order: when inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. The terminal inside the scope status socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor the field performance of this device.